Manufacturer narrative:
No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient passed away due to an intracranial hemorrhage resulting in pump thrombosis. The patient's death was related to the patient condition. The device operated as intended and there were no device issues or malfunctions that may have contributed to the patient's outcome. The device was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reports of intracranial hemorrhage and suspected thrombus, as well as the patient¿s outcome, could not be conclusively established through this evaluation. Additionally, the reported pump thrombosis could not be confirmed through this evaluation as no images were submitted and no product was returned. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists stroke, bleeding, device thrombosis, and death, as adverse events that may be associated with the use of the heartmate ii lvas. Section 6 outlines the recommended anticoagulation therapy and international normalized ratio (inr) range. This section outlines indications of pump thrombosis as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.